Manufacturer narrative:
The type iiia endoleak (complete component separation) mid aorta, type iiib endoleak of the main body, sac growth and secondary endovascular procedure complaints are confirmed. The complain is most likely device related. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. During the five (5) year routine follow-up, the patient was presented with a type iiia (aortic) and type iiib endoleak, and aneurysm enlargement. A secondary intervention was completed where the stent graft was relined with a bifurcated afx2 device and two (2) suprarenal afx devices. As of the date of this report there have been no additional patient sequelae reported.